Event description:
It was reported that a patient, who suffered from two (2) femur fractures (unknown side), underwent a revision procedure on (B)(6) 2015 due to a reported non-union. The reporter explained that one of the fractures had healed while the other had not. An unknown locking condylar plate and screws were removed and a locking curved broad plate with new screws was implanted. The surgical plan was successfully fulfilled with no complications, delays in surgery, or patient harm reported. This report is for one (1) unknown locking condylar plate. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Patient identifier, date of birth/age, and weight are unknown. This report is for one (1) unknown locking condylar plate. The original implant procedure date is unknown. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.